Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/24/2015 with the following findings: the side of the battery compartment was found to be cracked from the battery compartment threads down to the case seal. Visible corrosion/rust was found inside the battery compartment. The pump failed a leak test due to the battery compartment crack and leak. The pump was opened and no further evidence of moisture was found internally. Unrelated to the initial complaint, the returned battery cap threads were found to be completely stripped and were unable to maintain an electrical contact during the investigation. A test cap was used to perform the investigation. The display was found to be dim and faded pink.